Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively. No device malfunction was suspected. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred after six months from date of implant.